Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the flow meter module, flow sensor and netcon cable to functioned as intended throughout the evaluation. Per data log analysis, on (B)(6) 2019 the log shows the sensor was coupled to the tube multiple times. The perfusion screen was exited and the system was power cycled. The flow meter appears to be functional. No way to tell from the log if the measured flow was accurate.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow pod was not reading the correct flow. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.